Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula is not always released from the insertion device. It was alleged that the patient attempted to manually remove the cannula from the insertion device and he removed a chunk from his skin. The patient went to his general practitioner. The patient was treated with a skin wash and required antibiotics. The patient reported that he had necrotic skin from this event. The lot number was not provided. The insertion device was discarded; therefore, no product could be requested to be returned for product evaluation.